Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. If device returns or once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent surgery approximately 2.5 years ago. Subsequently, patient underwent revision of a quattro link anchor on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.